Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on an unknown date for hyperglycemia. Customer's blood glucose was 36 mmol/l. Customer was treated with intravenous insulin drip. Customer has been using insulin pump within 48 hours of the reported event. Customer stated that they received no delivery alarm which was resolved by complete set change. Customer stated that the no delivery alarm reoccurred. Troubleshooting was successfully performed however the customer will continue the use of the insulin pump. Frn-unk-rsvr, unomed inf set.